Event description:
It was reported that the pt had an infection. Specifically, there was a skin excoriation over the neurostimulator site, with the device exposed. The neurostimulator was also depleted. The device was replaced and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4)